Event description:
In 2006, nellcor puritan bennett rec'd a report from a respiratory personnel that a n595 pulse oximetry monitor did not provide audio tone during routine check. Prior to the event, the speaker in the unit had been upgraded.